Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Review of the logfiles showed no errors or any relevant warnings that could contribute to the reported event. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The energy was stable during treatment day. Logfiles showed that the beam control check was done several minutes before the laser fired instead of immediately before firing. Treatment was finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the reported treatment. The user operated surgery within the optimized settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported three weeks post lasik, a patient presented with a headache and greasy vision in the right eye. The surgeon noted striae. A flap lift and stretch was performed. Approximately two weeks later, the flap was noted to be smooth.